Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded.

Event description:
Approximately 10 year(s), 8 month(s) and 1 day(s) post-operative of an initial right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient reports gradual increase in pain over last 2 years, glenoid loosening with severe glenoid bone loss. The patient underwent a standard total revision, with the reported removal of the replicator plate, torque screw, humeral head, and glenoid components. The outcome of this event is considered resolved and the case report form indicates that this event is unlikely related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.